Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated the replacement of ins recharger antenna resolved the longer recharge duration. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-09 additional information was received from patient. It was reported that the patients weight at the time of the event was (B)(6) lbs., and that the replacement of the ins recharger antenna resolved the longer recharge duration. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported patient had ins recharger (insr) took too long to charge ins, and the plastic on the cord on the antenna was broken, cord was damaged. It was noted insr antenna frayed cord. No further complication and events were reported.